Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had ventricular fibrillation. The device attempted to deliver shock but was unsuccessful, none was delivered. The patient returned to sinus rhythm but fell down during the episode, injuring his right eye. An alert indicated excessive current was detected during shock delivery and at least one shock was aborted due to a possible high voltage lead issue and the programmed high voltage therapy may not be delivered. The patient was brought into clinic, fitted with a life vest and the lead programmed off pending a lead revision. The patient was stable.

Event description:
New information notes the patient's right ventricular lead was revised (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.